Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6) 2016, non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Beginning (B)(6) 2016 rv pacing impedance has been varying up to 760 ohms and down to 361 ohms. Rv lead integrity warning occurred on (B)(6) 2016, 2 or more high rate non-sustained episodes and rv lead impedance variation in last 60 days. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) due to noise and unstable pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.